Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative and the healthcare provider that reported that the results of the patient¿s MRI were no significant findings related to the catheter. The cause for not being able to aspirate the catheter was not determined. There were no planned actions and interventions at this time to resolve not being able to aspirate the catheter. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, lot# n165065009, implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine 21mg/ml at 4.4mg/day and bupivacaine 4.0mg/ml at 0.8mg/day via an implantable pump. The indications for use were malignant pain and pancreatic cancer. The patient¿s medical history included chronic pain and cancer. The patient reported their pain was not well controlled with the current pump settings despite relief for several years. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting included the cap (catheter access port) was accessed per the physician and no csf (cerebral spinal fluid) could be aspirated. The patient was referred for an MRI. There were no actions or interventions taken to resolve the issue and the issue was not resolved at the time of the event. Surgical intervention did not occur and was not planned. The patient¿s status was noted as alive, no injury and no further complications were reported.